Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 and out by (B)(6) 2020 with blood glucose level was above 962 mg/dl. Customer experienced symptoms such as nausea, vomiting. The customer was assisted with troubleshooting. The customer was treated with insulin pump, potassium and saline via intravenous for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that infusion set was last changed, same day blood glucose level high the day before too and changed infusion set and blood glucose went down from 400 mg/dl to 192 mg/dl then back up to 376 mg/dl after new set change and up and up till he went to hospital. Customer stated insulin exited at the quick release. The insulin pump will not be returned for analysis.